Manufacturer narrative:
Additional suspect medical device component involved in the event: product family: scs-linear leads, upn: m3652317500, model: 2317-50 , serial: (B)(4), lot: 5102573.

Event description:
It was reported that the patient experienced a loss of stimulation coverage on the right side due to high impedances displayed on the spinal cord stimulator lead. Troubleshooting conducted found the impedances changed when the patient was placed in different body positions. The device was reprogrammed, however, the impedances reoccurred and the physician then suspected the device was not working as intended. The patient underwent a revision procedure where the lead was replaced.